Event description:
It was reported that the customer was treated by the paramedics due to low blood glucose. The customer's glucose reading at time of call was 128mg/dl, and he has treated with glucose tablets. Troubleshooting was performed. The caller stated that the customer over estimated the amount of carbohydrates that he was eating. Initially, the customer called regarding a battery alarm, and he was unable to clear. The wife also mentioned that the buttons were unresponsive, and the numbers are not ramping on their own. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed the functional testing including the displacement test. However, the device alarmed button error followed by intermittent buttons response due to moisture damage at the keypad traces.